Event description:
It was reported that approximately three weeks post device replacement, there was an infection of the cardiac resynchronization therapy pacemaker (crt-p) pocket with noted redness. The crt-p and right atrial (ra) lead were fully explanted and the left ventricular (lv) lead was partially explanted due to a portion of the lead "jailed" by artificial valve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 429888 lead implanted date: (B)(6) 2018, 4473 lead implant date: (B)(6) 2008, w4tr01 crt-p implanted date: 30-may-2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.